Manufacturer narrative:
Additional information: imdrf annex a code.

Event description:
It was reported that a frequently hospitalized patient used a blunt needle and small syringe to extract a controlled substance from a locked patient controlled analgesia pump module. The needle was inserted through the cut-out in the door, designed to accommodate the barrel clamp and forced through the side of the infusing syringe within the pca module. There was no harm to patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a frequently hospitalized patient used a blunt needle and small syringe to extract a controlled substance from a locked patient controlled analgesia pump module. The needle was inserted through the cut-out in the door, designed to accommodate the barrel clamp and forced through the side of the infusing syringe within the pca module. There was no harm to patient.